Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has depleted. Boston scientific technical services (ts) stated that this ICD showed 11. 5 years remaining. As of this time, this ICD remains in service. No additional adverse patient effects were reported.